Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: th90g01, product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient said ever since leaving the hospital their device does not work. The patient said they had a sharp pain in their left leg that they never had before. The patient also mentioned they have nerve issues. The patient said they were up 3-4 times per night with symptom issues and believes its related to the external equipment turning off. The patient said the communicator will not stay charged. The patient thought the communicator had to be charged all the time. Patient services reviewed information for adjusting stimulation if needed, driving, and airport security. The patient was able to successfully connect to their therapy setting and increase stim from 0.7 to 1.0 and is comfortable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that the device was not working as well as the evaluation did. They were waking up with dried stool in her "back end". Patient felt like the device was not working on her bladder or her bowels. The patient reported that the device had helped with weakness in her leg. Patient services reviewed the option to change programs. Patient services didn't make any changes during the call. No further complications were reported at this time.